Event description:
As reported by the edwards clinical specialist, at the end of the off-label transapical transcatheter aortic valve replacement (tavr) procedure, during removal of the retroflex 3 sheath, the physician noted blood was leaking through the hub of the sheath. The seal did not appear to be working properly. Through additional investigation of this event the edwards clinical specialist indicated there was no difficulties noted during prep of the device, it was very routine. There was no injury to the patient as the sheath leaked after valve deployment when the physician was preparing to remove it. It appears the internal valves malfunctioned and caused excessive leakage and bleeding. The team indicated they have never had a sheath leak like this and they have done over 30 commercial cases. No photographs are available.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
The retroflex 3 sapien introducer sheath set was returned in a used condition to edwards lifesciences for evaluation. Upon visual inspection, no abnormalities were observed. The seals were all in the correct orientation with no damage observed on the outer seal. The sheath was then flushed through the port and no leak was observed. A hemostasis leak test was performed under multiple testing conditions and a leak rate of 0ml/min was observed in all conditions. All testing met manufacturing specifications. Review of complaint history for the retroflex 3 sheath up to (B)(4) 2012 did not reveal any similar complaints of sheath leakage and the occurrence rate did not exceed control limits for this failure mode. The instructions for use (IFU) and the rf3 system training manual were reviewed and no IFU or training deficiencies were identified. The device history record (DHR) review of the effected sheath showed the device met specifications prior to distribution of device. The complaint could not be confirmed as engineering could not replicate any leak in the returned sample. Hemostasis testing performed on the sheath in various conditions did not yield any leak. It should be noted that the reported leaking occurred near the end of the procedure, after valve deployment. There was no report of leaks during sheath prep, sheath insertion, etc. This suggests that procedural or handling issues may have contributed to alleged leak in sheath; however, there is not enough information to make any definitive conclusions. Since the root cause of this complaint could not be identified, the applicable failure mode in the failure modes and effects analysis (fmea) could not be identified. It should be noted that the severity of the failure mode will change depending on the rate of blood leakage. In this case, the exact amount of leakage is unknown, however, as the leak was reported to have occurred near the end of the procedure. There was no description of significant blood loss occurring that required intervention. No manufacturing non-conformances were identified in the product evaluation therefore; no corrective or preventive actions are required at this time.